Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2013. According to the complainant, they were unable to get fluid to come out of the needle, as if it was blocked. The needle would extend and retract without difficulty. No damage was noted to the device, or device packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2013. According to the complainant, they were unable to get fluid to come out of the needle, as if it was blocked. The needle would extend and retract without difficulty. No damage was noted to the device, or device packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed. The needle was retracted, and no anomalies were identified. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air and was attached to the inner hub and compressed. When the syringe was compressed, resistance was felt confirming that the device was occluded. The inner hub/sheath was removed from the outer hub and sheath. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. A pin gauge was then inserted through the needle into the proximal end of the needle; the pin gauge was pushed into the inner diameter of the needle until in exited the distal tip. A small piece of what appears to be a "silicone" like substance was extracted from the inner diameter. This substance is likely "mdx", a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.